Manufacturer narrative:
Part number is 02.211.0xx for all parts. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: two 2.7mm variable angle (va) locking screws, self-tapping (reported part family 02.211.0xx, lot numbers unknown) were received with the complaint category of ¿broken: intraoperative.¿ one first mtp fusion plate, 2.4/2.7 va locking, small, 42mm (part number 02.211.233, lot number 6632448) and three intact 2.7mm variable angle (va) locking screws were received intact with the no reported product problem. It was reported that three screws broke during removal approximately 9 months after the original implant procedure. The complaint condition is confirmed and consistent with the reported condition for the two broken screws and unconfirmed for the third screw as it was either not returned or is one of the intact screws. The breaks are consistent with the result of excessive shear forces. Factors from the initial surgery, the healing period, and the removal procedure all have the potential to impact the complaint condition. However, since the specific conditions regarding the breaks are unknown, the root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and it was found to adequately address the complaint condition. Further evaluation at the chu shows that these implants are part of the 2.4mm/2.7mm variable angle locking compression plate (va-lcp) forefoot/midfoot system. The first mtp fusion plates are specifically intended for fixation of fusions and nonunion, of the first metatarsophalangeal (mtp) joint and fixation of fractures, osteotomies, nonunion and replantation of the first metatarsal bone, particularly in osteopenia bone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 3. November 2015: part number is 02.211.0xx for all parts.

Manufacturer narrative:
Date of onset for postoperative pain and soft tissue irritability is unknown. However, the retained fragments occurred intra-operatively on (B)(6) 2015. This report is for three (3) unknown va-locking screws. The original implant date is unknown, but is said to have taken place (B)(6). Device broke intra-operatively and was not fully explanted. The complainant screw heads are expected to be returned for manufacturer review/investigation, but have yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an explant procedure on (B)(6) 2015 due to complaints of pain. The patient had a variable angle metatarsophalangeal (va-mtp) fusion plate and 2.7mm va locking screws removed. All hardware was originally implanted at the beginning of the year (approximately nine [9] months ago). Sometime thereafter, the patient began reporting pain; the surgeon confirmed soft tissue irritation in the area of the plate. Although x-ray images did not show broken hardware, the surgeon decided to remove the implant as fibrous union had been achieved. During the revision procedure, three (3) of the locking screws broke at the heads as they were being turned. The shafts remained buried beneath the patient's bone. The postoperative status of the patient is unknown. This report is for three (3) unknown va-locking screws. (B)(4).